Event description:
It was reported that the subject device had a distal end burn. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: g3, d9, h2, h3, h4, h6, h11. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had a distal end burn. There were no reports of patient harm.